Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset.